Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a normal saline 1l infusion was programmed to infuse at 50ml/hour for 20 hours, however it completely infused within one hour. The facilities house supervisor and md were made aware of the event. Although the patient has chf, there were no signs or symptoms of fluid overload, edema or crackles auscultated in the lungs.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. Review of the event logs showed that the pump module was programmed on (B)(6) 2017 at 9:27 pm to infuse at a rate of 50ml/hr with a vtbi of 1000ml. On (B)(6) 2017 at 1:47 am an air in line alarm occurred. At 1:48 am the device was paused then restarted, followed by 5 programmed delays of 7 to 30 minutes each. At 2:48 am the device was channeled off. The pump infused for several hours instead of the one hour alleged in the event description. The total volume infused was logged as 214.86ml. Visual inspection of the pump module showed a crack on the bezel lower left hinge shroud, the adjacent area on the side of the bezel, and on the right area of the bezel membrane frame cavity and near the latch yoke. Testing of the pump module identified no malfunctions and the device was infusing within specification. The root cause of the reported over infusion was not determined.